Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint that the iab "failed to pass the sheath tube" is confirmed. The intra-aortic balloon catheter (iabc) was returned with numerous kinks to the central lumen. The damaged iabc can result in difficulty inserting the iabc through a sheath; the sheath in question was not returned. The returned intra-aortic balloon catheter (iabc) bladder membrane passed dimensional and functional inspection. The root cause of the kinks is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that during insertion, resistance was met when the catheter entered the artery sheath. Repeated attempts failed to pass the sheath tube. As a result, the catheter was replaced, 2nd catheter was inserted smoothly. It was noted that the patient's vital signs are stable, with a little local bleeding.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, resistance was met when the catheter entered the artery sheath. Repeated attempts failed to pass the sheath tube. As a result, the catheter was replaced, 2nd catheter was inserted smoothly. It was noted that the patient's vital signs are stable, with a little local bleeding.